Event description:
It was reported that a large volume infusor leaked into the overpouch. This occurred prior to patient use. The set was filled with 14400mg benzylpenicillin in 240ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Postal code: (B)(6). The device was manufactured on april 18, 2022- april 20, 2022. The device was received for evaluation. Visual inspection on the returned sample revealed fluid inside the bag that contained the sample and noted the blue winged luer cap was untightened. A functional leak test was performed by filling the unit with green color water. After fill and prime, to ensure the blue cap is securely connected to the device, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. Thereafter, the unit was being monitored until the next day. The next day, no signs of leak were observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. Proper user instructions are addressed in the product labelling (IFU, instructions for use) which are inserted into the device packaging. The IFU indicates to make sure the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.